Manufacturer narrative:
(B)(4). This product is only ous approved but it is similar to an approved us device. Device is combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 78% stenosed, diffuse lesion being treated was located in the severely tortuous proximal to distal left descending anterior (lad) artery. The vessel diameter was 2.75mm. The lesion was predilated with a 2.5x20mm maverick balloon, inflated to 12atm. An unspecified promus element stent was implanted in the distal lad and a 2.75x28mm promus element stent, inflated to 12 atm was implanted in the mid lad. The ends of the stents were overlapping. Post dilation was performed with a 3.25x10mm non bsc balloon. The physician advanced a 3.50x20mm promus element stent to the proximal lesion; however, the actual lesion length was longer than had been measured. The promus element was removed and angiography and ivus were performed to confirm the lesion length. The physician identified that the edge of the 2.75x28mm stent had "curled" into the stent inner lumen leaving a portion of the lesion uncovered, which was why the lesion appeared longer than was expected. The physician assumed that the edge of the stent was not fully apposed due to the tortuosity of the vessel and as the balloon catheter was advanced the strut got "pushed and curled in." The curled stent was treated with high pressure ballooning and the stent was fully expanded. The procedure was successfully completed with a longer size stent (size unknown). No patient complications were reported and the patient's status is good.